Manufacturer narrative:
The customer reported that their central nurse's station (cns) is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is stopped working after a generator test. When replacing the cns with a consignment unit, they also noticed the time was off by 10 minutes on the 6th floor, dept cmr. No harm or injury was reported.